Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced recurrent hernia due to failure of the mesh, erosion of mesh into the bowel and enterocutaneous fistula. Post-operative patient treatment included small bowel resection, irrigation and debridement of abdomen and mesh removal surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced defective mesh, mental pain, physical pain, disability, impairment, loss of enjoyment of life, adhesions, infection, recurrent hernia, failure of the mesh, erosion of mesh into the bowel, and enterocutaneus fistula. Post-operative patient treatment included small bowel resection, irrigation and debridement of abdomen, hernia repair with mesh, and mesh removal surgery.

Manufacturer narrative:
H6 (patient codes, ime e2402: sinus tract, episode of unresponsiveness, dark/bloody bowel movements, hypokalemia, air in abdomen/pelvis, labs abnormal for wbc; hemoglobin; hematocrit; co2, mass). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced defective mesh, mental pain, physical pain, disability, impairment, loss of enjoyment of life, adhesions, infection, recurrent hernia, failure of the mesh, erosion of mesh into the bowel, enterocutaneus fistula, air in abdomen/pelvis, distended loops of colon, labs abnormal for wbc; hemoglobin; hematocrit; potassium; co2, fluid collection, hematoma, abscess, e coli; streptococcus anginosus; enterococcus faecalis; bacteroides vulgatus, abdominal mass, inflammation, foreign body type giant cell reaction, fibrosis, hypotension, episode of unresponsiveness, soreness of abdomen, bulge, necrosis, purulent fluid, rectal bleeding, dark/bloody bowel movements, dehydrated, tenderness, nausea, drainage from midline, abdominal pain, emesis, anemia, blood loss, hypokalemia, electrolyte imbalance, open wound draining feculent material, scarring, bleeding from incision, chronic draining sinus, scar tissue, uti, <(>&<)> tachycardia. Post-operative patient treatment included small bowel resection, irrigation and debridement of abdomen, hernia repair with mesh, mesh removal surgery, CT scan, ICU, IV fluid boluses, blood transfusion, lysis of adhesions, drainage/debridement of necrosis, antibiotics, enterolysis, multiple hospitalizations, IV fluids, pain medication, anti-nausea medication, ng tube decompression, bowel reset, electrolyte repletion, IV antibiotics, blood transfusion, PICC line placement, tpn, wound care, ostomy, cauterization of granulation tissue, resection of mesh, anastomosis, pca pump, <(>&<)> nutritional support.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced obstruction, perforation, mesh contraction, suffering, loss of bowel control, hair loss, teeth loss, memory loss, sleep loss, weight loss, fatigue, headaches, depression, vomiting, unable to lay on stomach, unable to drive far distances, defective mesh, mental pain, physical pain, disability, impairment, loss of enjoyment of life, adhesions, infection, recurrent hernia, failure of the mesh, erosion of mesh into the bowel, enterocutaneus fistula, air in abdomen/pelvis, distended loops of colon, labs abnormal for wbc; hemoglobin; hematocrit; potassium; co2, fluid collection, hematoma, abscess, e coli; streptococcus anginosus; enterococcus faecalis; bacteroides vulgatus, abdominal mass, inflammation, foreign body type giant cell reaction, fibrosis, hypotension, episode of unresponsiveness, soreness of abdomen, bulge, necrosis, purulent fluid, rectal bleeding, dark/bloody bowel movements, dehydrated, tenderness, nausea, drainage from midline, abdominal pain, emesis, anemia, blood loss, hypokalemia, electrolyte imbalance, open wound draining feculent material, scarring, bleeding from incision, chronic draining sinus, scar tissue, uti, tachycardia. Post-operative patient treatment included laparoscopy, enterolysis, small bowel resection, irrigation and debridement of abdomen, hernia repair with mesh, mesh removal surgery, CT scan, ICU, IV fluid boluses, blood transfusion, lysis of adhesions, drainage/debridement of necrosis, antibiotics, enterolysis, multiple hospitalizations, IV fluids, pain medication, anti-nausea medication, ng tube decompression, bowel reset, electrolyte repletion, IV antibiotics, blood transfusion, PICC line placement, tpn, wound care, ostomy, cauterization of granulation tissue, resection of mesh, anastomosis, pca pump, nutritional support.

Manufacturer narrative:
Additional info: a4, b5, b7, g4 (510k #), h6 (patient codes, device code, ime e2402 updated to include: "weight loss"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (added patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.